Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing e4 (occlusion) errors, bent infusion set cannulas, insulin leakage, and elevated blood glucose of 300 mg/dl while using the infusion sets. Her normal blood glucose level is 150 mg/dl. She noticed the issue within 8 hours of use. She treated elevated blood glucose by injecting insulin. She stated she inserted an infusion site last night and e4 was displayed. This morning, e4 was displayed twice. She removed the infusion site and found the cannula bent. She stated this has been an ongoing issue for 3 months. She switched to a different type of infusion set and has had no further issues. She was advised to discontinue use of the infusion sets. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.